Event description:
It was reported that the customer was hospitalized with high blood glucose of 690mg/dl, high blood pressure and diabetic ketoacidosis. At the time of hospitalization she was awaiting shipment of a replacement insulin pump. At the time of reporting, her blood glucose was 271mg/dl. The customer was further assisted with help programming her new insulin pump. No equipment was returned. No additional information was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.